Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The reported event was not confirmed for 4 devices; the devices were found to be within specifications for the reported event. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 4 malfunction events, in which the device was reportedly leaking. Four reported events had no patient involvement; no patient impact.